Event description:
Patient was revised to address significant metalosis and osteolysis, and pain for over one (1) year. (B)(6) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from a grossly loose acetabular cup. The date of implantation was also provided- (B)(6) 2003. A cup has been added and initial emdr created.

Event description:
Update: (B)(4) 2012- medical records and patient fact sheet received. Part/lot was provided for the cup. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 3/14/16, 3/16/16, 3/23/16 - medical records received. Medical records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 28, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 04/01/2016 medical records received. Medical records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 15, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and/or femoral head. Per procedure, this device(s) is exempt from device history record review. However, the femoral head device history records were previously reviewed with no related manufacturing deviations or anomalies noted. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1125668 and w5gexa. A search of the complaint database search finds one additional reported incident against lot code 1110522 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.